Event description:
Our rep reports that during an arthroscopic shoulder repair, a portion of the distal end of an "obturator" broke off into the patient's joint space. It took the surgeon 45 minutes to find and remove the fragment from the joint space, also had to significantly extend the incision. The procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.